Event description:
Patient c/o battery showing full charge, but not powering controller. They have tried to connect it to power port 2 only. Lvad rn connected battery to both power ports 1 and 2. Controller did not recognize this battery on either side, confirmed by monitor only showing one source of power connected to controller. This poses a safety concern of possible no power to controller if this battery is connected and other battery critically low. It is medically necessary to replace this battery today. Battery will be returned to medtronic for warranty replacement. Sn of battery taken out of service: bat (B)(4) sn of battery given to patient today: bat (B)(4). FDA safety report ID # (B)(4).